Event description:
It was reported that representative did see the patient and did do a reprogramming at that time after the revision. Stated the patient became escalated because he was still having frequent urination after the revision. The patient had a lead replaced at the revision and they were trying to improve the programming. Stated she would no longer see the patient alone, always has someone with her because of his behavior. Stated she could not remember the date she last saw him. It was noted that another representative did see the patient again for reprogramming and spent a lot of time with him educating him on the lead and the need to reprogram after a replacement, and that it may be different than the previous lead and programming. States all impedances were checked and they are fine, lead and battery. Health care provider was notified about the patient and that he would be coming to see her. She did suggest an x-ray of the stimulator and lead to be sure there are no issues. Stated she did not know if the patient has been seen by health care provider or if any further testing has been done.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that since (B)(6) 2015, the patient had frequent urination on all programs and it was not working. The patient had 4 programs before but now had 3. The device had malfunctioned again. The patient was sure that the patient programmer showed a 4th program when his new implantable neurostimulator (ins) was placed. The patient was going to call the health care professional (hcp) and follow back up. This device was failing. Program 4 failed and that was what happened the first time. The patient was going 10 times a night again. They could not get to the hcp until (B)(6) 2016. The patient requested that a manufacturer technician check the device immediately. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, cause, troubleshooting performed, or actions/interventions taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.